Event description:
It was reported that the pump wake button was difficult to depress, requiring multiple presses to turn on the screen. There was no information on the customer's blood glucose level at the time of the event. Customer declined to provide method of backup therapy.